Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after the iol was inserted, the post implantation measurements kept saying that amount of cyl increased despite rotating the lens all 360 degrees. The surgeon cut the iol out and remeasured it, the data was good. The surgeon ended up pulling the same lens model and power the second time around; and at that time, the ora measurements were as expected. Additional information has been requested and received stated that the replacement lens was of same model, diopter and the surgery was completed same day, there was no patient harm and patient was not hospitalized.